Manufacturer narrative:
Corrected information was provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported to a government agency that an ophthalmic cannula became dislodged from a viscoelastic syringe during cataract surgery, resulting in a persistent and preventable safety hazard associated with standard luer lock syringe systems. Although luer lock syringes are designed to secure the cannula, but they failed under pressure, causing the cannula to detach and enter the eye at high velocity. Survey findings indicated that ophthalmic cannula dislodgment occurred at various frequencies 38% of cannula dislocation occurred twice per year. The patient¿s current condition could not be determined, as the initial reporter declined to provide follow up information; therefore, follow up consent for patient's conditions and suspected product details could not be obtained. All complaints were associated with the same reporter and the same facility.

Event description:
A nurse, via a government agency, reported that an ophthalmic viscoelastic cannula dislocated twice a year. Procedure details were not reported, and the reporter declined to provide any additional information. This report pertains to the ophthalmic viscoelastic involved in the reported event. This complaint pertains to six of eight reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
All complaints were associated with the reporters from multiple facilities.

Manufacturer narrative:
Corrected information provided in section b.5. And additional information provided in sections h.6. And h.11. No sample returned for evaluation. Component utilized must meet incoming inspection criteria prior to use in manufacturing. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Insufficient information provided for root cause analysis of the reported cannula pops off ¿ reportable malfunction complaint conditions. As no lot code or sample was received, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for cannula pops off ¿ reportable malfunction complaints was reviewed and an adverse trend was identified. Signal for cannula pops off ¿ reportable malfunction complaints for ophthalmic visco surgical device was further evaluated; this is considered a technical event code. Review of historical trend for the reported complaint of cannula pops off ¿ reportable malfunction event codes did not find any manufacturing related root causes. No action required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.